Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection revealed that no damage was seen on the device. Functional testing was performed. The sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were not detected for 30 seconds. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was observed at the center of the crosscut valve. The dilator was not returned and could not be assessed for damage. The sheath inner lumen and the sheath itself also did not have any damage or gross anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath leaked from the valve. The patient was in stable condition. The estimated blood loss is less than 250cc's. The procedure outcome was successful. A 6fr diagnostic 210cm wire was used with the device. Additional information was received 16august2019: the procedure performed was a coronary intervention. They worked through the case with the device intact to complete the procedure.